Event description:
The patient reported frequent air bubbles in multiple cartridges over the course of four weeks. He stated that his blood glucose (bg) became elevated when air bubbles occurred. He stated he experienced bg between 250 and 280 mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. Troubleshooting indicated that the patient was using correct technique for filling and prepping the cartridges. The patient stated that he was debubbling but not letting cartridges sit out prior to inserting into the pump. Customer support suggested leaving filled cartridges out for 30 minutes and then debubbling as needed prior to loading the cartridge into the pump. The patient stated that he lives in an area with excessive heat. Customer support advised the patient that extreme temperatures can trigger air bubble formation. This complaint is being reported because air bubbles in the cartridge have been known to contribute to an adverse event.

Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: a retain sample of cartridge lot # b201677 has been evaluated by product analysis on (B)(4) 2011 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.